Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported the customer experienced decreased blood glucose (bg) of 51-52 mg/dl which was addressed with the customer consuming glucose tablets. The suspected cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management.